Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe plunger broke during use and separated from the stopper, which remained inside the barrel. The following information was provided by the initial reporter: "plunger broke during use during aspiration of a drug, the plunger broke off and disconnected with the stopper. The stopper remained inside the syringe barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: one sample of a 3ml luer-lok eurographic syringe (309658) was received and evaluated. The plunger rod was removed from the stopper upon receiving. The plunger was placed back into the stopper and easily pulled out with the stopper remaining inside the barrel at the tip of the syringe. Upon examination of the plunger rod, it is determined that there was incomplete fill of tip from molding. The observed condition is non-conforming per product specifications. Potential root cause for the incomplete fill of tip defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0133147 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe plunger broke during use and separated from the stopper, which remained inside the barrel. The following information was provided by the initial reporter: "plunger broke during use during aspiration of a drug, the plunger broke off and disconnected with the stopper. The stopper remained inside the syringe barrel."